Event description:
It was reported that a pt underwent a sling procedure in 2009. The pt was having issues related to mesh being exposed. Additional information has been requested.

Manufacturer narrative:
(B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.